Event description:
It was reported by the affiliate that the (3) ems devices were used during a laparoscopic hernia procedure. It was reported that the staples were jamming at the tip of the instrument. The surgeon mentioned that prior to jamming some of the staples were not fully formed. The case was completed with a new device. The procedure was delayed 2-3 minutes with no consequence to the pt. The instruments were discarded by the hospital.